Event description:
Related manufacturer report number: 2017865-2023-11937. It was reported that the patient was involved in a motor vehicle collision in (B)(6) 2022. It was observed that after the collision, the right ventricular pacing impedance exceeded the upper limit and conductor fracture was suspected. Additionally, the right atrial lead exhibited noise. Both leads were explanted and replaced. The patient was stable.